Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had no external power alarms after connecting their system controller to the mobile power unit (mpu). The mpu had a lit up yellow wrench and had a blinking green light then the patient attempted to put themselves back on batteries. Attempts to power down the mpu and change outlets in the house were also done. The system controller was still alarming no external power while connected to 14v batteries. After multiple power exchanges from batteries to mpu were attempted, the patient's spouse performed a system controller exchange. It was noted that before this episode, all equipment was operating as intended with no alarms. There were no adverse events. Log files were submitted for the new and the old system controllers. The event log from (B)(6) contained data from 08jul2024 at 5:54:01 to 09jul2024 12:03:52; this was noted to have been the old system controller. The data indicated that around 20:21:25 on 08jul2024 the patient attempted to switch from battery power to mpu power. After that time, there were several low power hazards and a few no external power events recorded. During the recorded no external power events, the data indicated that the backup battery was used to support the system and the motor was not affected. Throughout these events the system controller was able to maintain motor speed until a driveline disconnect event occurred around 20:24:51 on 08jul2024. Since the system controller was exchanged, there were no alarms reported.

Manufacturer narrative:
Manufacturer's investigation conclusion: the heartmate 3 system controller (serial number (B)(6)) was returned for evaluation following the reported event of no external power and low voltage alarms. Submitted and downloaded log files were evaluated and data from the reported event date of 08jul2024 was reviewed. Throughout the entirety of the log files, while connected to the mobile power unit (mpu), intermittent low power hazard and no external power alarms activated due to multiple losses of alternating current (ac) power. The low voltage and no external power alarms have been addressed via the mpu investigation, MFR #: 2916596-2024-04623. No atypical alarms activated while connected to battery power. Pump operation was not affected. The driveline was disconnected at 20:24:51, consistent with the reported controller exchange. The returned system controller underwent functional testing and passed all testing procedures. The controller was connected to a test mock circulatory loop and successfully operated in the loop for extended operation without any issues or atypical alarms produced. Of note, the low voltage and no external power alarms were observed after the controller exchange. Information provided by the account stated the cause of the unusual voltages was determined to be the mpu and the issue resolved after the mpu was replaced. The reported event was unable to be correlated to an issue with the system controller. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The heartmate iii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including low voltage and no external power alarms. The heartmate iii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store all equipment for proper use including the system controller. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.